Manufacturer narrative:
Investigation findings: the device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. The review found one occurrence of a defect, in one of the multiple subassembly lots used as raw material for the reported finished product lot, that may have caused or contributed to the reported complaint. However, these defects did not exceed the allowable number of failures per our procedure. The finished product inspection did not find any defects for pledgets, or missing/separated/pulled out strings. Actions taken: a notification of this matter was sent by the plant quality engineer to the plant production personnel for awareness. We will continue to closely monitor the field performance of this product to identify emerging trends and if applicable, additional investigations will be initiated and corrective action taken. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
The consumer stated that her ubk sleek regular tampon elongated/frayed upon removal and tampon pieces remained inside of her. Consumer was able to remove the remaining pieces. She has not experienced any unusual vaginal odor or discharge. Three weeks later, consumer started her period with abnormal bleeding. Medical was sought. A pelvic examination was performed and a piece of string was found and removed. Consumer is fine now.